Event description:
From distributor's report: 1) product was applied to a cut below the child's eye in 2002 at an urgent care center. 2) product was applied to child while patient was lying on their back with their head tilted up slightly. 3) doctor had to reach across child's body to apply product.4)no barriers in the form of ointment or drape/gauze were used to protect the eye. 5) the family member of child was the only other person in the treatment room and assisted the doctor in applying saline to the eye, this was not successful. 6) the child saw an ophthalomologist the following day and warm compresses were used to try to loosen the bond and the eye lenses were cut. 7) the eyelid was mostly open except for the outer corner which was still bonded. 8) family member indicated that the ophthalmologist was not concerned and stated that the product will eventually wear off. 9) when the child's eye/vision was assessed, there was no damage noted.